Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a navio assisted surgery, the navio uni/tka cylindrical bur pack was opened in preparation of use, and then the navio unit failed to work. The use of navio had to be aborted. The procedure was completed with a non-significant delay. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the navio uni/tka cylindrical bur pack, part number 35130524, lot number 0927521, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the navio surgical system user¿s manual, section intraoperative workflow: patient and system setup, assembling the surgical drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.